Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 422mg/dl. It was stated that the customer was not receiving insulin because the cannula was bent, which cause the device to alarm no delivery. It was stated that the customer woke up vomiting. It was stated that the father did not check her blood glucose and the customer ended in the hospital. The mother stated that the insulin pump is working properly and the customer continues wearing the device without any current problem. Troubleshooting could not be performed as customer was in school wearing the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.